Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.